Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with tortuous iliac arteries and moderate leaflet calcification, the valve was successfully implanted. There was no forward movement of the guidewire when the valve was released. A transesophageal echocardiogram (tee) was performed and confirmed the valve was functioning properly. It was reported that the confida guidewire caused a severe left ventricular perforation. It was reported that the patient's ventricle appeared thick from possible left ventricular hypertrophy (lvh). The guidewire was not pre-shaped or manually shaped prior to use and there were no kinks in the guidewire. The guidewire was introduced into the ventricle through a catheter already placed in the ventricle. The guidewire was repositioned once during the procedure after losing wire access. There was no resistance when pushing or pulling the guidewire. The guidewire position was visualized using one c-arm projection and the guidewire position was monitored throughout the procedure. An open heart surgery was performed to repair the perforation and the patient was stabilized. Six days following the valve implant, the patient died from complications of the surgery.